Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to the olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board due to the normal aging degradation because approximately five years and eight months passed since the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the subject device was turned off automatically after 10 minutes from turning on the subject device. The service department of olympus (B)(4) checked the subject device and found that the reported issue was duplicated and it was attributed to the failure of electrical circuit board. There was no report of patient injury associated with this event.